Event description:
On 02/17/2022, it was reported by a facility representative via sems that a ar-13999mf scorpions jaws will not close all the way. This was discovered during an unknown case. The case was completed, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation did not showed any damaged. During device functioning testing, it was noticed that the jaw was not closing all the way. Further evaluation being performed under an ncr.